Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesions were located in the arteriovenous fistula and grafts. A 10.0 x80, 75cm charger¿ balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured below the rated burst pressure. Moreover, while attempting to remove the device from patient's body, a piece of balloon broke off and was unable to be retrieved through the sheath. Subsequently, the patient was then sent to the operating room to surgically remove the detached portion. No patient complications were reported and the patient's status was fine.